Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with the device exhibiting post-paced t-wave oversensing. Programming changes were made. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.